Manufacturer narrative:
Block b3: approximated based on the date reported procedure date.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the implantable pulse generator (ipg) for an unknown reason.